Event description:
Reuse tech reported two incidents of blood leaks with the CT 190g dialyzer occurring during treatment. No pt injury or medical intervention was reported for these incidents. One incident occurred within the past month on an unknown date. The second incident occurred in 2003. No add'l incident detail is available at this time.